Event description:
It was reported that a patient experienced a pericardial effusion first observed following completion of an atrial fibrillation ablation procedure requiring pericardiocentesis. A farapulse procedure was performed to treat atrial fibrillation. A versacross connect access solution for faradrive was selected for the transseptal puncture (tsp) procedure. A faradrive sheath, farawave catheter, and starter guidewire were also selected for use for the completion of the farapulse procedure. During the procedure, no resistance was felt while manipulating the catheter or guidewire in the patient anatomy. Upon the completion of the procedure, after all ablations were performed, every device was removed from the patient except for the intracardiac echocardiography (ice) catheter used for post procedure imaging. At this time, a pericardial effusion was observed. It was noted that the issue may have occurred during the tsp. Pericardiocentesis was performed using a pericardial window. The patient did not require admission to the hospital due to the effusion and is in a stable condition. In the physician's opinion, the patient complication occurred possibly during the transseptal access. No further information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.